Event description:
It was reported to philips that the device had a red "x" in the ready for use indicator. Additional information was not provided by the customer.there was no reported patient involvement.